Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, prior to implanting the device, the patient underwent heart failure due to low blood pressure and tortuous anatomy. The patient was medically treated and the device was successfully implanted. The patient was in stable condition following the procedure.